Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the units audible alarm does not come on at start up.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated , so the original complaint issue was not able to be confirmed. Per tech, the alarm did work.

Event description:
Dealer states the units audible alarm does not come on at start up.